Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2018 with the following findings: review of the black box date revealed the last basal delivery was recorded on (B)(6) 2018. The last delivered bolus was a 2.0-unit normal bolus at 12:12 on (B)(6) 2018. The basal history of (B)(6) 2018 appeared to be inaccurate due to a rewind, load and prime that was related to a cartridge change at 10:25 and the pump then being manually suspended from 11:11 and manually resumed at 11:49. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 12 hours without any malfunction. Investigation did not duplicate the alleged basal history recording defect and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 19 mmol/l with large ketones, abdominal pain, lethargy and dehydration. The patient was reportedly hospitalized and was noted to be in stable condition at the time of the report to animas. The reporter alleged an inaccurate delivery issue with the pump. After checking the basal programs and basal history there were allegedly two wrong segments for the morning hours. The basal setting for 10:00 am was 0.5 units and 11:00 am was 0.375 units. The basal history records found at 10:25 am 0.0 units and at 11:13 am 0.0 units. The pump was reviewed with patient during troubleshooting by animas customer support and there were no unconfirmed alarms, battery or cartridge changes, and the pump was not suspended and did not receive loss of prime warning. The basal and prime menus had not been accessed. Troubleshooting found no reason for the reported 0.0-unit records in the basal history. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a history/settings issue.